Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch also, moisture damage was found on the electronics, battery tube, vibrator and keypad assembly during our visual inspection. No blank display noted. The insulin pump powered up properly after battery installation. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery tests, verify operating currents, or verify unresponsive buttons keypad due to motor error alarm. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump went to blank display and the buttons were unresponsive. The customer's mother reported that the insulin pump was exposed to moisture. The customer's blood glucose was 395 mg/dl at the time of incident. The customer's mother stated that they were treating the blood glucose with the insulin pump at the time of incident. The customer's mother stated that the insulin pump immediately went to blank display right after being exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.